Event description:
A doctor alleged that a bilateral patient's right tibial precice nail broke. The patient had been implanted with the precice nails for over one (1) year and had already completed their course of treatment.

Manufacturer narrative:
The patient's tibias were implanted bilaterally with precice nails. The doctor alleged that the patient's right tibial precice nail broke. The patient had been implanted with the precice nails for over one (1) year and had already completed their lengthening treatment. A surgery to remove the precice nail has yet to be scheduled. To date, the patient is asymptomatic and is doing fine. A DHR review for the device revealed that there were no deviations from the manufacturing process and that the device was released within specifications.